Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. The patient had reported adequate pain relief previously. An x-ray and impedance check were performed with no device issues identified. The patient reported previous falls, the evoke scs didn¿t cause or contribute to the patient¿s falls. The physician assessed that the patient¿s falls may have damaged the evoke closed loop stimulator (cls) and contributed to the changes in stimulation. A revision procedure was performed to remove the evoke closed loop stimulator (cls) and connect the leads to an evoke external closed loop stimulator (ecls). The stimulation change was not resolved following the revision procedure. Further troubleshooting performed with patient leads connected to the evoke external closed loop stimulator (ecls) identified lead migration contributing to the reported event.

Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report section h - device manufacture date; evaluation codes. The evoke scs system was not returned to saluda for analysis. The device logs were reviewed, and no anomalies were identified. The root cause of the change in stimulation and inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include undesirable changes in stimulation sensation and/or location; lead migration or suboptimal placement, which may result in undesirable stimulation changes. The patient may require surgery (including revision, explant, and replacement) as a result".